Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on and exposed to moisture. The customer's blood glucose value was 270 mg/dl. Customer stated keypad was unresponsive. Customer stated they wearing the insulin pump in the pool. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive blank screen and missing segments due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Unexpected battery power loss unknown. Keypad unresponsive/button error alarm unknown.